Event description:
End user reported. Doctor is concerned with the presence of mico-bubbles with the use of the reflux valve in custom kit. Doctor says micro bubbles appear in the syringe, aspiration of syringe plunger is not rapid. End does not pressurize fluids, and believes syringe and reflux valve have secure connection. There has been no pt injury.